Manufacturer narrative:
Investigation summary: investigation flow: device interaction/ functional. Visual inspection: upon visual inspection, no issues were observed with the returned components of the device. Functional test: the functional test was performed at (B)(4). During the torque test, the device was measured to be 89.211 in-lbs. This is not within the drawing specification of 77-88 in-lbs. Dimensional inspection: no dimensional inspection can be performed as the device failed in the torque test. Document/ specification review: based on the review of drawings- no design issues contributing to relevant complaint condition were identified. Conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/ or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb116809 was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 29, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).